Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01639, -01640.

Event description:
Allegedly the patient developed draining wound at surgical site which required an open I&d and through irrigation. The acetabular liner, neck sleeve, and femoral head were removed prior to irrigation. Then replacements were implanted. (Left)